Manufacturer narrative:
The device was not returned for evaluation. The reported patient effects of chordal rupture (tissue damage) and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported tissue damage resulting in unchanged mr appears to be related to procedural circumstances and due to possible interaction between the first and third clips. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip was explanted and discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xtr clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed for tissue damage, requiring surgical intervention. It was reported that the procedure was performed to treat degenerative mitral regurgitation (mr) of grade 4+. Patient anatomy included an anterior flail. The first clip delivery system (cds), an xtr, was advanced and the clip was able to grasp the leaflets. The clip was deployed, per instructions for use (IFU). However, during removal of the gripper line, some resistance was noted. The physician observed the atraumatic tip diving toward the clip and the clip appeared to be pulling from the leaflets. Troubleshooting maneuvers were performed, including removing the m curves on the device to relieve the tension and lining the device up coaxially. The gripper line was fully removed; however, the clip detached from the posterior leaflet, remaining attached to the anterior leaflet. A second clip (xtr) was implanted lateral to the first, stabilizing the detached clip. A third clip (ntr) was then advanced and implanted medial to the first clip. There was possibly interaction between the first and third clips, and a possible chordal rupture occurred. The mr could not be reduced and remained unchanged at grade 4+. No additional intervention was performed. On (B)(6) 2019, the underwent a mitral valve replacement surgery and the three clips were implanted. Post procedure, the patient was in stable condition. No additional information was provided.